Event description:
It was reported that foreign material (a human hair) was identified within the sterile packaging. There was no pt involvement.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.